Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fruit allergy, food allergy and dermatitis due to metals. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced painful intercourse ("painful intercourse/ dyspareunia"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection (¿uti¿)"), 1 year 6 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on her right ovary"). On (B)(6) 2016, the patient experienced loss of libido ("she still had no interest in sex"). On (B)(6) 2016, the patient experienced abdominal pain lower ("cramping, sharp and stabbing pain in the left lower quadrant") and abdominal tenderness ("left lower quadrant was tendered upon palpation"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("left lower quadrant, worse with menstruation"), allergy to metals ("she may be allergic to nickel"), migraine ("migraines or headache"), genital haemorrhage ("abnormal bleeding / patchy hemorrhage"), headache ("migraines or headache") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with antibiotics and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, urinary tract infection, painful intercourse, abdominal pain lower and dysmenorrhoea had not resolved and the autoimmune disorder, infection, menorrhagia, fatigue, alopecia, ovarian cyst, loss of libido, abdominal tenderness, allergy to metals, migraine, genital haemorrhage, headache and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infection, loss of libido, menorrhagia, migraine, ovarian cyst, painful intercourse, pelvic pain, urinary tract infection and dyspareunia to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. She was awaiting removal of the device which may involve a full hysterectomy depending on the damage caused by the device.photos from her removal surgery show uncoiled, mangled devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: results: normal; on (B)(6) 2015: results: a cyst on her right ovary. Hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes occluded. Pathology test - on an unknown date: path report describes the soft tissue around her coils as "reactive fibrosis and patchy hemorrhage.". Ultrasound scan - on an unknown date: results: the cause of pain went undiagnosed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fruit allergy, food allergy and dermatitis due to metals. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced painful intercourse ("painful intercourse/ dyspareunia"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection (¿uti¿)"), 1 year 6 months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection"). On (B)(6) -2015, the patient experienced ovarian cyst ("cyst on her right ovary"). On (B)(6) 2016, the patient experienced loss of libido ("she still had no interest in sex"). On 4-aug-2016, the patient experienced abdominal pain lower ("cramping, sharp and stabbing pain in the left lower quadrant") and abdominal tenderness ("left lower quadrant was tendered upon palpation"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("left lower quadrant, worse with menstruation"), allergy to metals ("she may be allergic to nickel"), migraine ("migraines or headache"), genital haemorrhage ("abnormal bleeding / patchy hemorrhage"), headache ("migraines or headache") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with antibiotics and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, urinary tract infection, painful intercourse, abdominal pain lower and dysmenorrhoea had not resolved and the autoimmune disorder, infection, menorrhagia, fatigue, alopecia, ovarian cyst, loss of libido, abdominal tenderness, allergy to metals, migraine, genital haemorrhage, headache and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, infection, loss of libido, menorrhagia, migraine, ovarian cyst, painful intercourse, pelvic pain, urinary tract infection and dyspareunia to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. She was awaiting removal of the device which may involve a full hysterectomy depending on the damage caused by the device.photos from her removal surgery show uncoiled, mangled devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: results: normal; on (B)(6) -2015: results: a cyst on her right ovary. Hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tubes occluded. Pathology test - on an unknown date: path report describes the soft tissue around her coils as "reactive fibrosis and patchy hemorrhage.". Ultrasound scan - on an unknown date: results: the cause of pain went undiagnosed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: events added: abnormal bleeding, migraines or headaches, hypersensitivity symptoms, were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fragments/portion of the implant that is still inside left cornua/breakage'), pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune-like symptoms'). In a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: fruit allergy, food allergy and dermatitis, due to metals. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced painful intercourse ("painful intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection (¿uti¿)"), (B)(6) year (B)(6) months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on her right ovary"). On (B)(6) 2016, the patient experienced loss of libido ("she still had no interest in sex"). On (B)(6) 2016, the patient experienced abdominal pain lower ("cramping, sharp and stabbing pain in the left lower quadrant") and abdominal tenderness ("left lower quadrant was tendered upon palpation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("left lower quadrant, worse with menstruation"), allergy to metals ("she may be allergic to nickel"), migraine ("migraines or headache"), genital haemorrhage ("abnormal bleeding/patchy hemorrhage"), headache ("migraines or headache") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with antibiotics and surgery (bilateral salpingectomy, removal of bilateral essure implant and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, autoimmune disorder, infection, heavy menstrual bleeding, fatigue, alopecia, ovarian cyst, loss of libido, abdominal tenderness, allergy to metals, migraine, genital haemorrhage, headache and hypersensitivity outcome was unknown. And the pelvic pain, dyspareunia, abdominal pain, urinary tract infection, painful intercourse, abdominal pain lower and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, autoimmune disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, infection, loss of libido, migraine, ovarian cyst, painful intercourse, pelvic pain, urinary tract infection and dyspareunia to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. She was awaiting removal of the device. Which may involve a full hysterectomy. Depending on the damage, caused by the device. Photos from her removal surgery show uncoiled mangled devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2014, results: normal; on (B)(6) 2015, results: a cyst on her right ovary; hysterosalpingogram: on (B)(6) 2013, results: bilateral fallopian tubes occluded; pathology test: on an unknown date, path report describes the soft tissue around her coils as "reactive fibrosis and patchy hemorrhage"; ultrasound scan: on an unknown date, results: the cause of pain went undiagnosed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fragments/portion of the implant that is still inside left cornua/breakage'), pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune-like symptoms'). In a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: fruit allergy, food allergy and dermatitis due to metals. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced painful intercourse ("painful intercourse/dyspareunia"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection (¿uti¿)"), (B)(6) year (B)(6) months after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on her right ovary"). On (B)(6) 2016, the patient experienced loss of libido ("she still had no interest in sex"). On (B)(6) 2016, the patient experienced abdominal pain lower ("cramping, sharp and stabbing pain in the left lower quadrant") and abdominal tenderness ("left lower quadrant was tendered upon palpation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("left lower quadrant, worse with menstruation"), allergy to metals ("she may be allergic to nickel"), migraine ("migraines or headache"), genital haemorrhage ("abnormal bleeding/patchy hemorrhage"), headache ("migraines or headache") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with antibiotics and surgery (bilateral salpingectomy, removal of bilateral essure implant and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, autoimmune disorder, infection, heavy menstrual bleeding, fatigue, alopecia, ovarian cyst, loss of libido, abdominal tenderness, allergy to metals, migraine, genital haemorrhage, headache and hypersensitivity outcome was unknown. And the pelvic pain, dyspareunia, abdominal pain, urinary tract infection, painful intercourse, abdominal pain lower and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, autoimmune disorder, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, infection, loss of libido, migraine, ovarian cyst, painful intercourse, pelvic pain, urinary tract infection and dyspareunia to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. She was awaiting removal of the device, which may involve a full hysterectomy. Depending on the damage caused by the device. Photos from her removal surgery show uncoiled, mangled devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2014, results: normal; on (B)(6) 2015, results: a cyst on her right ovary; hysterosalpingogram: on (B)(6) 2013, results: bilateral fallopian tubes occluded; pathology test: on an unknown date, path report describes the soft tissue around her coils as "reactive fibrosis and patchy hemorrhage"; ultrasound scan: on an unknown date, results: the cause of pain went undiagnosed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient's demographic details added. Event: fragments/portion of the implant that is still inside left cornua/breakage added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6) year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fruit allergy, food allergy and dermatitis due to metals. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the first episode of dyspareunia ("painful intercourse/ dyspareunia"). On (B)(6) 2014, 1 year 6 months after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection (¿uti¿)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on her right ovary"). On (B)(6) 2016, the patient experienced loss of libido ("she still had no interest in sex"). On (B)(6) 2016, the patient experienced abdominal pain lower ("cramping, sharp and stabbing pain in the left lower quadrant") and abdominal tenderness ("left lower quadrant was tendered upon palpation"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), the second episode of dyspareunia ("dyspareunia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("left lower quadrant, worse with menstruation") and allergy to metals ("she may be allergic to nickel"). The patient was treated with antibiotics. At the time of the report, the pelvic pain, the last episode of dyspareunia, abdominal pain, urinary tract infection, abdominal pain lower and dysmenorrhoea had not resolved and the autoimmune disorder, infection, menorrhagia, fatigue, alopecia, ovarian cyst, loss of libido, abdominal tenderness and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, fatigue, infection, loss of libido, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. She was awaiting removal of the device which may involve a full hysterectomy depending on the damage caused by the device. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: normal; on (B)(6) 2015: a cyst on her right ovary. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tubes occluded. Ultrasound scan - on an unknown date: the cause of pain went undiagnosed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2017: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6)-old female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fruit allergy, food allergy and nickel sensitivity. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune-like symptoms") in a (B)(6)-old female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fruit allergy, food allergy and nickel sensitivity. On (B)(6) 2013, the patient started essure. In 2014, the patient experienced the second episode of dyspareunia ("painful intercourse/ dyspareunia"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection ("uti")"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and infection ("infection"). On (B)(6) 2015, the patient experienced ovarian cyst ("cyst on her right ovary"). On (B)(6) 2016, the patient experienced loss of libido ("she still had no interest in sex"). On (B)(6) 2016, the patient experienced abdominal pain lower ("cramping, sharp and stabbing pain in the left lower quadrant") and abdominal tenderness ("left lower quadrant was tendered upon palpation"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menorrhagia ("unusually heavy menstrual periods"), fatigue ("fatigue"), the first episode of dyspareunia ("dyspareunia"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), dysmenorrhoea ("left lower quadrant, worse with menstruation") and allergy to metals ("she may be allergic to nickel"). The patient was treated with antibiotics. At the time of the report, the pelvic pain, first episode of dyspareunia, abdominal pain, urinary tract infection, second episode of dyspareunia, abdominal pain lower and dysmenorrhoea had not resolved and the autoimmune disorder, infection, menorrhagia, fatigue, alopecia, ovarian cyst, loss of libido, abdominal tenderness and allergy to metals outcome was unknown. The reporter considered pelvic pain, autoimmune disorder, infection, menorrhagia, fatigue, the first episode of dyspareunia, alopecia, abdominal pain, urinary tract infection, ovarian cyst, the second episode of dyspareunia, loss of libido, abdominal pain lower, dysmenorrhoea, abdominal tenderness and allergy to metals to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. She was awaiting removal of the device which may involve a full hysterectomy depending on the damage caused by the device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was bilateral fallopian tubes occluded. On (B)(6) 2014: computerised tomogram abdomen result was normal. On (B)(6) 2015: computerised tomogram abdomen result was a cyst on her right ovary. On an unknown date: ultrasound scan result was the cause of pain went undiagnosed. Company causality comment: this non-medically confirmed spontaneous case report refers to (B)(6)-old female plaintiff who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and autoimmune-like symptoms. These events were considered serious due to medical significance. Only pelvic pain is anticipated in the reference safety information for essure. Other non-serious events were also reported. The plaintiff had essure implanted approximately 3,5 years ago. In this period of time she presented to the emergency room several times due to abdominal or pelvic pain. She underwent to diagnostic tests without finding the cause of the pain and sometimes she was treated for infection, however without improving her condition. Pelvic pain may occur within consumers under essure use. In this case, the event has started after essure insertion and has not resolved until the time of this report, thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence). Considering the pathophysiology of autoimmune diseases, their genetic predisposition and essure local action at fallopian tubes, causality between this event and essure was considered unlikely. This case was regarded as incident since a surgical intervention is planned. A product technical complaint analysis is being sought. Further information is expected only through litigation process.